Event description:
It was reported that an enterra pt experienced a shocking sensation in her abdominal wall. After eating and bending, the pt experienced a lightening bolt pain at the stimulator site that would double her over. The physician turned off the pt's stimulator. A month later, the pt was hospitalized and had her device explanted and replaced.